Event description:
In 2002, kmi was notified of a wrist fusion system explant performed as a result of pt pain which occurred as a result of non-union of carpal bones. No component defects were reported.